Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the glidesheath slender sheath prolapsed into itself when attempting to remove a 0.018 bard balloon, fully deflated. The patient was in stable condition. The procedure outcome good. Additional information was received on july 8, 2019: the procedure was a angiogram and intervention of superficial femoral artery (sfa).

Manufacturer narrative:
This report is being submitted as follow up no.1 to update the h3 section and to provide the completed investigation results. One 5fr glidesheath slender was received for product evaluation. No other components were received for product evaluation. Visual inspection revealed that the sheath was folded in reverse and exited through the valve in the opposite direction. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the balloon coupled with off-axis movement which created a constriction that led to negative pressure around the inner lumen which could of caused the reported event. However, the exact cause of the reported event cannot be definitely determined based on the available information.